Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 400mg/dl. The customer's most current level was 242mg/dl. The customer was treated for the highs at the hospital. The customer did not wish to troubleshoot and states they wanted the pump replaced per their doctors orders. The customer was advised the pump would be replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The basal profiles delivered properly during testing. No bolus or basal anomaly noted. Device had minor scratched display window. The insulin pump passed the displacement accuracy test.